Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called stating the insulin pump may have been exposed to an MRI. The displacement test was performed and the insulin pump failed the test. The customer also mentioned error alarms within the past two weeks. Nothing further was reported.